Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported differences between the sensor and bgm readings, he reported gaps that are 20 to 50 points higher than his sensor readings. The case was escalated to next level support who requested the user to uninstall and reinstall the app. However, the user remained unresponsive to the communications from customer care regarding escalation response. The troubleshooting process remained incomplete.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but no response was received.